Event description:
It was reported that the patient was symptomatic with shortness of breath and fatigue. It was also reported that the device was suspected of premature elective replacement indicator due to a battery voltage issue. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery impedance. This device is part of the field action and has tested consistent with the field action. Performance data collected from the device was analyzed and revealed high battery impedance resulting in eri (battery depletion indicated). Eri caused by high battery impedance was noted on (B)(6) 2011 prior to explant. Ramware version 8 was installed on (B)(6) 2011.